Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packages of the 18 g x 30 mm bd insyte¿ autoguard¿ shielded IV catheter were not sealed properly causing possible sterility issues. This was observed prior to use and there was no report of injury or medical interventions.

Manufacturer narrative:
Investigation: our quality engineer inspected the returned units; 10 packages were partially opened at the top end of the blister pack; two packages were partially opened at the bottom end of the blister pack.; one package had a complete seal. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. A review of the device history record revealed no irregularities during the manufacture of the reported lot numbers. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment. Despite confirmation of the defect, a root cause could not be determined. This is issue is currently being investigated by CAPA (B)(4).